Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.